Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD) system during sexual intercourse. The patient has a history of untreated, over-sensed noise. The device data and x-ray images were forwarded to boston scientific and potential reprogramming options to mitigate myopotential over-sensing. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD) system during sexual intercourse. The patient has a history of untreated, over-sensed noise. The device data and x-ray images were forwarded to boston scientific technical services (ts) and potential reprogramming options to mitigate myopotential over-sensing. Recently, the patient received additional inappropriate therapy due to over-sensed myopotential noise. Ts was contacted again and recommended performing manipulation testing in-clinic, as well as potentially reprogramming to a different sensing vector. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported, that this patient received an inappropriate shock. From this subcutaneous implantable cardiac defibrillator (s-ICD) system during sexual intercourse. The patient has a history of untreated, over-sensed noise. The device data and x-ray images were forwarded to boston scientific and is currently undergoing review. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and h6 (device codes).

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardiac defibrillator (s-ICD) system during sexual intercourse. The patient has a history of untreated, over-sensed noise. The device data and x-ray images were forwarded to boston scientific technical services (ts) and potential reprogramming options to mitigate myopotential over-sensing. Recently, the patient received additional inappropriate therapy due to over-sensed myopotential noise. Ts was contacted again and recommended performing manipulation testing in-clinic, as well as potentially reprogramming to a different sensing vector. Recently, a further untreated myopotential noise episode was declared. The patient was brought into clinic, where x-ray imaging was taken and provocative maneuvers were performed. Ts was contacted again, and it was confirmed that the system position was sub-optimal, with both the electrode and device being too elevated. Repositioning the system to improve sensing and decrease the observed myopotential noise was discussed, if clinically appropriate. Potential non-invasive programming options were also provided. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.